Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). A visual examination of the returned uphold¿ lite with capio slim revealed that the suture on the blue dilator is broken and frayed. There is a knot tied in the suture approximately 1.0 cm from the break. The dart is missing and was not returned. There is blood residue on the mesh assembly. Analysis reveals no damage to the capio slim suture capturing device. The complaint as reported was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele correction procedure on (B)(6) 2015. According to the complainant, during the procedure, the capio device was unable to catch the needle. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. This event has been deemed reportable based on the investigation results: the suture on the blue dilator is broken. The broken suture is frayed at the break. The dart is missing and was not returned.